Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ligation of vessel in a laparoscopic donor nephrectomy, the surgeon could not open the jaw of the device after it was it was fired. The jaws of the device lock on tissue they had to cut through the vessel to remove the instrument. The surgical time was extended by more than 30 minutes but no conversion to open was required. There were tissue damage and tissue loss. They used hemolock to resolve the issue in order to complete the case. Bleeding was less than 500cc's and no blood transfusion was necessary.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos and one device. The visual inspection of the first photo depicts what appears to be tissue with a staple line and a white plastic component in the bodily fluids. The second photo depicts what appears to be tissue in the jaws of the single use loading unit (sulu) and a white plastic component in the jaws. The visual inspection of the cartridge of the sulu noted the sulu was fully applied. A malformed staple was received. Additionally, pushers were observed to be damaged, a malformed staple was jammed in the pusher of the sulu. Functionally, the sulu loaded and unloaded repeatedly without difficulty. The condition of the sulu precludes further evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of malformed staples may occur when a thick tissue or obstacle has been incorporated in the jaws during application. If information is provided in the future, a supplemental report will be issued.